Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery is always undetectable. There was no reported patient involvement.

Event description:
The customer reported that the battery could not be detected. There was no reported patient involvement.